Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of cardiac arrest and subsequent death as the patient was in treatment at the time of the event. However, there is no documentation to show a causal relationship between the event and the liberty select cycler. Additionally there are no reports of a device malfunction or deficiency reported for this event and the pd clinic documented on the intake paperwork that the cycler did not cause or contribute to the event. The patient was at the end of treatment when the event occurred and did not experience any issues with the cycler. The cause of death is suspected cardiac arrest. Patients on dialysis for end stage renal disease (esrd) have a high mortality rate with sudden cardiac death being the single most common reason. The patient was recently diagnosed with cancer and it is unknown if that contributed to the event. Based on the available information, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy reported that the patient experienced cardiac arrest during treatment on (B)(6) 2019 and subsequently expired. The patient contact reportedly assisted the patient to the bathroom while connected and the patient became short of breath and complained of feeling hot. The patient was on the toilet when she began guppy breathing (agonal breaths) and 911 was called. The patient continued to complain of being hot and as the paramedics arrived, the patient stopped breathing and expired. No cardiopulmonary resuscitation (CPR) was initiated. Upon follow up, the pdrn stated that the patient was diagnosed with cancer (unspecified) a week prior to the event. The patient was at the end of pd therapy treatment when the event occurred. The patient¿s daughter determined that no resuscitative efforts be administered, however, the pdrn has the patient documented as a full code. The death has been initially determined to be caused by cardiac arrest although the official cause has not been documented at this time. The patient did not have any pre-existing cardiac issues. There were no reported alarms or issues with the liberty select cycler or pd therapy.